Manufacturer narrative:
As reported, the male (qd) adaptor on nd trumpet valve of hydro-surg device broke off during use. Evaluation of the returned sample finds that the qd- adapter on the nd trumpet valve is broken. Based on the amount of fluid present in the device as received finds the device used for some time during the procedure prior to the break occurring. Part of the adapter remains inside the nd valve screwed. The broken off piece is not present and likely remains inside of the probe tip which would have been attached in use when the break occurred. The distal tip was leveraged in one direction forcibly and the qd adapter snapped within the probe tip. The probe tip was not retuned with the device. Based on the sample condition the nd valve qd-adapter broke due to forces applied while in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the male (qd) adaptor on the nd trumpet valve of the hydro-surg plus laparoscopic irrigator broke off. It was reported that all pieces were removed, a new hydro-surg plus laparoscopic irrigator was used to complete the procedure. There was no patient injury.